Event description:
The event reported as: "complaint alleges that the circuit is cracked where the blue tubing connects to the milky white part." No pt injury reported.

Manufacturer narrative:
No sample is available for the MFR to eval. Eval results: the DHR review could not be conducted since the lot number was not provided. Conclusions: other - although, the product was not returned for eval, this is a known issue and is related with the corrugated tubing extrusion process. As this is a purchased component, the process is under the control of the supplier. A scar (supplier correction action request) has been opened to address this issue. Root cause is unk. If additional info is receiving that affects the conclusion of the investigation a f/u report will be sent.